Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The day after event onset, the patient was hospitalized and treated with vancomycin injection (1gm every 72hours, intraperitoneal, discontinued after 14 days), ceftazedim injection (1gm, daily, intraperitoneal, discontinued after 14 days) and amikacin injection (125mg, daily, intraperitoneal, discontinued after 14 days) for peritonitis. At the time of this report the patient had recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.